Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The 100% stenosed, mildly calcified, eccentric, de novov target lesion was located in the mildly tortuous distal right coronary artery (rca). Additionally, the lesion was 30mm in length and the vessel diameter was 2.5 mm. The area was pre-dilated with a non-bsc 2.0x15mm balloon at a maximum or 10atms. After pre-dilatation, the vessel was 50% stenosed. A taxus liberte paclitaxel-eluting coronary stent 2.50x32mm was introduced but it was not possible to cross the lesion. Upon withdrawal of the stent delivery system, it was noted a stent strut lifted up. The procedure was completed with another of the same device and the pt status was reported as "good".

Manufacturer narrative:
(B)(4).